Event description:
This spontaneous case with very limited information was reported by a lawyer and refers to a social media post. The describes the occurrence of death ('death during insertion') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. Death occurred on an unknown date. Details of essure insertion date, event onset date and cause of death were not provided. Other relevant information regarding patient's concurrent conditions, medications and past medical history were not provided. The reporter considered death to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: death. Quality-safety evaluation of ptc: unable to confirm complaint. This case with very limited information was received via lawyer and refers to a social media post. It was reported that a female patient died during essure insertion. Details of cause of death were not reported; nor were given details of essure insertion procedure or any associated conditions. Patient¿s concurrent conditions, concomitant medications or past medical history were also not provided. Nevertheless, considering the reported correlation of death with the essure insertion procedure, causality cannot be excluded. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case with very limited information was reported by a lawyer and refers to a social media post. The describes the occurrence of death ('death during insertion') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. Death occurred on an unknown date. Detailments of essure insertion date, event onset date and cause of death were not provided. Other relevant information regarding patient's concurrent conditions, medications and past medical history were not provided. The reporter considered death to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: death. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc.(product technical complaint) this case with very limited information was received via lawyer and refers to a social media post. It was reported that a female patient died during essure insertion. Detailments of cause of death were not reported; nor were given details of essure insertion procedure or any associated conditions. Patient¿s concurrent conditions, concomitant medications or past medical history were also not provided. Nevertheless, considering the reported correlation of death with the essure insertion procedure, causality cannot be excluded. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.